Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient is pacing dependent and the physician is planning on replacing the pacemaker device. At this time, no additional surgical intervention was reported, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient is pacing dependent and the physician is planning on replacing the pacemaker device. At this time, no additional surgical intervention was reported, this pacemaker remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that this pacemaker was explanted during a procedure. The pacemaker was returned and received by the facility and is awaiting further analysis to be performed. No additional adverse patient effects were reported at this time.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.